Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other armada 18 device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified left superficial femoral artery. During use of two 6.0x80mm armada 18 balloon dilatation catheters (bdc) both ruptured at 8 atmospheres during the first inflation. An unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.